Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was unknown. Customer was barely hard to understand. He stated that his insulin pump was not working since last sunday. He was in the hospital for non-insulin delivery/diabetes related reason on wednesday this week. He tried to start up the insulin pump at that time but did not start. He was told by the doctor to stop using it for the time being and use manual syringes. He was released today and went home. Tried to start the insulin pump but was not working. The insulin pump will not be returned for analysis.